Event description:
It was reported by the patients son that this patient was in the hospital and they were experiencing muscle stimulation in their chest from their implanted cardiac resynchronization therapy pacemaker (crt-p) device. Boston scientific technical services (ts) indicated that they cannot speculate as to what is causing the patients chest muscle to twitch. Ts discussed having a conversation with the hospital staff and they can contact boston scientific to have a local boston scientific representative (rep) paged to assist with a device interrogation. Subsequent information from the rep indicates that they saw the patient in the hospital the same day and performed a device interrogation. The device interrogation indicated that the previous evening, there were high out of range pace impedance measurements greater than 2000 ohms on both the right ventricular (rv) and left ventricular (lv) leads which triggered a lead safety switch (lss). This caused the device to automatically switch the rv and lv leads from the bipolar to the unipolar pace and sense configuration. This also automatically switched the lv lead vector resulting in consistent diaphragmatic stimulation experienced by the patient. In response, troubleshooting was performed. The patient was checked for muscle stimulation while in different postures, including sitting upright, supine and in both right and left lateral recumbent positions. There was muscle stimulation present in all lv vectors so the best pacing vector, sensing vector and output programming was chosen for the lv lead to limit muscle stimulation with an appropriate stimulation threshold to achieve capture. Also, the rv lead threshold was checked in both the bipolar and the unipolar configurations. The bipolar configuration had a higher threshold and noise was reproducible while having the patient cough. There was no noise observed in the unipolar configuration. As a result, the rv lead was kept in the unipolar pacing and sensing configuration and auto threshold was programmed on. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported by the patients son that this patient was in the hospital and they were experiencing muscle stimulation in their chest from their implanted cardiac resynchronization therapy pacemaker (crt-p) device. Boston scientific technical services (ts) indicated that they cannot speculate as to what is causing the patients chest muscle to twitch. Ts discussed having a conversation with the hospital staff and they can contact boston scientific to have a local boston scientific representative (rep) paged to assist with a device interrogation. Subsequent information from the rep indicates that they saw the patient in the hospital the same day and performed a device interrogation. The device interrogation indicated that the previous evening, there were high out of range pace impedance measurements greater than 2000 ohms on both the right ventricular (rv) and left ventricular (lv) leads which triggered a lead safety switch (lss). This caused the device to automatically switch the rv and lv leads from the bipolar to the unipolar pace and sense configuration. This also automatically switched the lv lead vector resulting in consistent diaphragmatic stimulation experienced by the patient. In response, troubleshooting was performed. The patient was checked for muscle stimulation while in different postures, including sitting upright, supine and in both right and left lateral recumbent positions. There was muscle stimulation present in all lv vectors so the best pacing vector, sensing vector and output programming was chosen for the lv lead to limit muscle stimulation with an appropriate stimulation threshold to achieve capture. Also, the rv lead threshold was checked in both the bipolar and the unipolar configurations. The bipolar configuration had a higher threshold and noise was reproducible while having the patient cough. There was no noise observed in the unipolar configuration. As a result, the rv lead was kept in the unipolar pacing and sensing configuration and auto threshold was programmed on. The device remains in-service. No additional adverse patient effects were reported.